Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg did not identify any physical anomalies, it communicated with all lab utilities and passed all functional testing on the ate (automated test equipment). The ipg exhibited normal device characteristics during analysis.

Event description:
Related manufacturer reference number: 1627487-2021-01861 & 1627487-2021-01862. Additional information received indicates the patient's ipg and extensions were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date.